Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: the first placement of needle was into the aorta. The needle became lodged in the aorta. The strand was gently pulled in order to remove needle from tissue. The strand detached from the needle at swage leaving the needle. Slight tissue damage occurred during efforts to remove needle. The needle was found and needle holders were used to clamp the tip and remove. The patient status fine.